Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-op the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that the hose had a cut near the muffler area, failed cutter lock assessment, overheating, damaged driven pawl shaft and dented collar. It was further determined that the device failed pre-test for hose verification and temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.